Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient constantly feltlike she had to urinate. The patient stated she would go to the bathroom every 15 mins and 20 times a day. The patient stated she had some improvement with symptoms and wanted to know if she can increase stim. No further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that they experienced a loss of therapy. They met with a manufacturer representative in (B)(6) at their healthcare provider's office about the therapy issues they were having. It was recommended they turn the device off for a week, then turn it back on to program three. If their symptoms did not resolve in a week, they were to switch to program four and repeat the process until the desired results were met. The patient turned back on to program three on (B)(6) 2020, and the program made their symptoms worse than prior to receiving the device; they were going every twenty minutes or seventeen times per day. Program three was disastrous and they noted they planned to possibly change to program four before the week of trying it was up. They planned to keep playing with the settings and ultimately follow up with their healthcare provider if their issues did not resolve. They noted an up-coming appointment with their manufacturer representative in (B)(6). There were no device issues or further patient complications reported at this time. Additional information was received from the patient. They reported that they currently have had the device turned off for the past few weeks and will probably have the device removed since they have been cursed with uti's since they've had the device put in. The pt stated that it's been one after the next. No further action was taken by patient services.